Event description:
A 3.5mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported to be non-calcified. It was reported that the lesion was not pre-dilated. It was reported that the physician inserted the sds to the lesion site. Upon inflation of the stent delivery balloon, it would only dilate up to 4 atm. The physician changed out indeflators; the second indeflator also inflated the stent delivery balloon up to 4 atm. It was reported that the physician could see on the angiogram that the stent had dislodged and was in the lm/proximal lad over the wire. The stent was successfully deployed in the proximal lad and a second endeavor drug-eluting stent completed the case. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.